Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incident from the reported lot. The reported patient effect of mitral valve insufficiency/ regurgitation/recurrent mr (which is persistent mitral regurgitation) as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, reported incomplete coaptation appears to be due to challenging anatomy. The reported mitral valve insufficiency/mitral regurgitation (mr) (recurrent mr) was a result of the reported single leaflet device attachment/slda as the mr returned after the slda occurred. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The procedure was performed on (B)(6) 2021. Imaging was challenging at times due to shadowing from the device. One clip was implanted, reducing mr to1. The night of the procedure, the patients¿ blood pressure increased, but is not related to the clip or mitraclip procedure. On (B)(6) 2021 echocardiogram was performed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4. The patient is asymptomatic, additional intervention has not been scheduled. No additional information was provided.